Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approximately 4 months post placement of a 10mm x 60mm rx wallstent permalume stent in the distal common bile duct (cbd) for management of a biliary stricture, it was noted that the stent had migrated to an unspecified location and the distal end of the stent was eroding the duodenal wall. The erosion was noted as serious, moderate in severity, and definitely related to the device. The patient underwent a second procedure at which time the stent was removed utilizing a rat toothed forceps. It was further noted that a hemoclip was also placed in an unspecified location. The patient's condition resolved with stent removal and hemoclip placement.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.